Event description:
During a follow up cag for a previously implanted cypher, a de novo lesion was observed at distal left anterior descending artery (distal lad). There was 90% stenosis. To the lesion, a cypher (2.5/23mm:complaint product) was implanted. Then another cypher (2.5/18m:complaint product) was implanted at the proximal end of the 2.5 x 23mm cypher. The stents were overlapping. The residual % of stenosis was 0%. There was another cypher that was implanted at a prior date proximal to these two cyphers, with a more than 5mm gap. There was no more information regarding the procedure. Five months later, a follow up cag was conducted and diffused restenosis was observed inside of the implanted cypher at the distal lad. There was 99% stenosis. To treat the restenosis, poba was conducted with a balloon (2.5/9mm) at 22atm. Inflation time was unknown. The residual % of stenosis was 25%. The patient didn't show chest pain and was discharged from the hospital.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.